Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. This report is number 1 of 4 mdrs filed for the same event (reference 0001825034-2017-02387, 0001825034-2017-02388, 0001825034-2017-02389).

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and updated information. Concomitant medical products: cer option type 1 tpr sleve +3 p/n 650-1067 l/n 603970. M2a-magnum pf cup 56odx50id p/n us157856 l/n 990940. Act artic e1 hip brg 28 x 50 mm p/n ep-200156 l/ n 093280. Taperloc por fmrl 17.5x155 p/n 103209 l/n 565620. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.